Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system (cds) was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip caused damage to the previously implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 71117u143) was advanced to the mitral valve and placed. During placement of a second clip (71117u145), the clip came in contact with the first clip causing the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (slda). The second clip was implanted for stabilization of the slda clip. It was noted that posterior leaflet insertion was difficult due to poor visualization. Two clips were implanted reducing mr to 2. The patient was confirmed to have a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of user technique/procedural circumstances (poor visualization, unsatisfactory leaflet assessment). It should be noted that the mitraclip instructions for use states: use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of: leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms and adequate mr reduction. The information indicates that the unsatisfactory leaflet assessment contributed to the reported event. The reported poor image resolution is due to the challenging patient anatomy. The user error (improper or incorrect procedure or method) was associated with the account deploying the clip despite of the sub-optimal insertion and leaflet assessment not being satisfactory. There is no indication of a product quality issue with respect to manufacture, design or labeling.